Event description:
It was reported that the patient experienced multiple occlusion issues. There was no adverse impact to the customer's blood glucose level. The call with technical support was disconnected before further information could be confirmed. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.